Manufacturer narrative:
Complaint no: (B)(4). The patient was connected to the set-up during prime which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient made a mistake and re-set the therapy while remaining connected. The patient explained that during their peritoneal dialysis therapy, they accidentally turned off the light switch that controlled the outlet the homechoice device was plugged into. The technical service representative (tsr) instructed to cycle the power and the patient stated that they already did, and were currently priming while connected. The tsr advised to disconnect and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.